Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged and was not functioning. The customer explained that the device was dropped and the bottom part, opposite to the reservoir compartment, separated from the rest of the device and she was holding it with tape. Blood glucose level at the time of the incident is unknown. It was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with detached end cap. Unable to perform displacement test due to detached end cap.